Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned for analysis. Upon analysis it was reported that there were no anomalies found. It was noted that the lead was received with the lobes deployed with dried blood on them. Due to dried blood under the overlay tubing and on the lobes, it cannot be determined at this time what caused the reported deployment issue. It was also noted that there was blood in/on the outer tubing overlay and the helix/lobe mechanism.

Event description:
It was reported that during the implant attempt there was difficulty positioning/fixing the lead and the lobes would not "undeploy once taken out of the sheath". The lead was not implanted. No patient complications were reported as a result of this event.